Manufacturer narrative:
Additional information: d4, h4, h6 (update codes), h11. D4: lot #: unused potential lots r26c13055, r25g21031 and r26b19093 were returned d4: expiration date and h4: device manufacture date: the expiration date of potential lot r26c13055 is 03/13/2028 and the lot was manufactured between 03/13/2026-03/14/2026. The expiration date of potential lot r25g21031 is 07/21/2027 and the device manufacture date of the lot is 07/22/2025. The expiration date of potential lot r26b19093 is 02/20/2028 and the device manufacture date of the lot is 02/20/2026. H11: the actual devices were not available; however, eight unused samples from three potential lots were received for evaluation. Visual inspection was performed on the samples and the components were correctly placed and according to specifications. Pressure test and clear passage test were performed and no defect was observed. The priming, the functionally test was performed and sets worked according to requirements. The reported condition was not verified on the returned samples. A batch review of returned lots were conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of continu-flo solution sets had bubbles in the line. This was observed when the nurse went to use the devices. The nurses would prime the sets and get all the bubbles out in preparation for the patient, prior to use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.